Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the device failed to split correctly. No patient injury reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The failure as reported was observed and the failure attributed to the foam washer of the device did not remain fully seated in the hub. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.